Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was worn and partially separated. Both the probe tip and the grasping section had contact marks with each other. The probe broke off at 13mm from the distal end. It was reported that the probe broke off when the user cleaned it after the surgery. The manufacturing history was reviewed, with no irregularities noted. This type of the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, consequently the ptfe pad at the proximal end was worn. It was also known that the proximal side of jaw and probe came into contact since the ptfe pad at the proximal end was worn, consequently the probe cracked. The error occurred due to the cracks. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a procedure for gallbladder cancer, the subject device was used. In the middle of use, the device was damaged. The user exchanged it with the 2nd device of tb-0520fc and continued the procedure. However, the error to instruct the reconnection of the device was displayed after 30 minutes of use. The user reconnected the device. However, the error was displayed. The procedure was completed with the 3rd device. There was no patient injury reported. After olympus medical systems corp. (Omsc) received the 2nd tb-0520fc for evaluation, omsc confirmed that the ptfe pad of it was partially separated on (B)(6) 2016.